Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitive right ventricular (rv) defibrillation lead were detecting noise, which resulted in inappropriate shocks. The device was reprogrammed to monitor only mode until a competitive lead revision could be performed.

Manufacturer narrative:
Subsequently, the competitive rv lead was revised, and the ICD was explanted due to normal battery depletion at that time. No adverse patient effects were reported as a result of these observations. A request has been made to have this explanted device returned for analysis. This event will be updated if any additional information becomes available.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that this device was explanted and replaced.